Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 30 days after two dental implants were installed in intraoral region# 23 and 21, their non-osseointegration were verified. Patient presented bone type I, 30 ncm of primary stability was achieved and immediate load was executed.